Manufacturer narrative:
(B)(4). A complaint investigation will be performed.  The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information.  Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of iliac screws from existing construct - l4-pelvis: (B)(6) hospital (B)(6) 2018 - dr (B)(6) was removing the iliac screw and burred the t20 screwdriver shaft. He asked that it be replaced. There was no delay in surgery. The instruments are on the expedium consignment set and get used frequently. Action taken to manage the problem: there are x 2 instruments on the set and the 2nd one was used.

Manufacturer narrative:
Product complaint #: (B)(4). Device sample was not provided. However, pictures of the reported device were provided which revealed that the hex lobes of the t20 screwdriver¿s distal tip had become stripped. Complaint originally coded as burred. Initial medwatch filed based on this malfunction. Upon engineering assessment it was determined the device was stripped and not burred as originally reported. As a result, this is no longer a reportable malfunction.